Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the leads were explanted and replaced. Postoperatively, the patient has effective therapy.

Event description:
It was reported that the patient is experiencing ineffective therapy as a result of an impedance issue. Surgical intervention may be pending to address the issue. Investigation was unable to determine which of the leads attributed to the event.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs lead, model: 3166, UDI: (B)(4), serial: (B)(6), batch: 5030692.